Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) during a surgical procedure resulting in inappropriate signal artifact monitor (sam) episodes. Pacing inhibition was also observed. No adverse patient effects were reported. This device remains in service.